Manufacturer narrative:
(B)(4). Device returned by MFR: the device was returned for analysis. Device analysis revealed a damage (open hole) in the sheath. Imaging core looks bent in the section where the hole is located. Fluid was leaking from an open hole in the sheath when the catheter was flushed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 13may2016. It was reported that a crack in the catheter occurred. An atlantis pv imaging catheter was selected for use. However, a crack was noted in the catheter, right after the hub. No patient complications were reported. However, device analysis revealed an open hole in the sheath.